Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device to uterus") and pelvic inflammatory disease ("pelvic inflammatory diseases") in a 33-year-old female patient who had essure (batch no. 689958) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("menstruation issues"), endometriosis ("endometriosis"), gastritis ("gastritis") and gastrooesophageal reflux disease ("gastroesophageal reflux disease"). The patient was treated with surgery (hysteroscopy,hysterectomy,salphingectomy, culdoplasty, oophorectomy, fulguration), surgery (hysteroscopy,hysterectomy,salphingectomy, culdoplasty, oophorectomy, fulguration), surgery (esophagastriduodenosocopy with biopsy) and surgery (esophagastriduodenosocopy with biopsy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic inflammatory disease, abdominal pain, dyspareunia, menorrhagia, dysmenorrhoea, menstrual disorder, endometriosis, gastritis and gastrooesophageal reflux disease outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, gastritis, gastrooesophageal reflux disease, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2011: small ovarian cyst. (B)(6) 2010: hysterosalpingography: there is opacification of the left fallopian tube with free spillage noted from the left fallopian tube. The essure device is not located within the left f fallopian tube and is more in the midline probably in the region of the uterus. The right essure device is within the right fallopian tube and the right fallopian tube is occluded. (B)(6) 2010: CT abdomen: non obstructing left renal stones ranging in size from 1-3 mm. Calcified granulomata in the spleen. Moderate feces through the colon without obstruction. CT pelvis: the missing coil is within the central aspect of the uterus. 2 em left ovarian cyst. The right sided coil is in proper position within the right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, gastroesophageal reflux diseases, mild gastritis, dysmenorrhea, dyspareunia, moderate endometriosis, pelvic inflammatory diseases, menorrhagia, abdominal pain. Most recent follow-up information incorporated above includes: on 17-apr-2018: plaintiff fact sheet was received and the following information was provided: patient demographic details; essure insertion date was updated from (B)(6) 2010, removal date were provided; gastritis, gastroesophageal reflux disease, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, abnormal bleeding (vaginal), menorrhagia and endometriosis were added as event. Medical records were also received and the following information was provided: lab data provided; pelvic inflammatory diseases added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device to uterus") and pelvic inflammatory disease ("pelvic inflammatory diseases") in a 33-year-old female patient who had essure (batch no. 689958) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("menstruation issues"), endometriosis ("endometriosis"), gastritis ("gastritis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with hysteroscopy,hysterectomy,salphingectomy, culdoplasty, oophorectomy, fulguration and esophagastriduodenosocopy with biopsy. Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic inflammatory disease, dyspareunia, menstrual disorder, endometriosis, gastritis, gastrooesophageal reflux disease, depression and anxiety outcome was unknown, the abdominal pain, menorrhagia and dysmenorrhoea had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, gastritis, gastrooesophageal reflux disease, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: small ovarian cyst. (B)(6) 2010: hysterosalpingography: there is opacification of the left fallopian tube with free spillage noted from the left fallopian tube. The essure device is not located within the left f allopian tube and is more in the midline probably in the region of the uterus. The right essure device is within the righe fallopian tube and the right fallopian tube is occluded. (B)(6) 2010: CT abdomen: nonobetructing left renal stones ranging in size from 1-3 mm. Calcified granulomata in the spleen. Moderate feces through the colon without obstruction. CT pelvis: the missing coil is within the central aspect of the uterus. 2 em left ovarian cyst. The right sided coil is in proper position within the right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, gastroesophageal reflux diseases, mild gastritis, dysmenorrhea, dyspareunia, moderate endometriosis, pelvic inflammatory diseases, menorrhagia, abdominal pain. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received: events depression and mental anguish added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device to uterus") and pelvic inflammatory disease ("pelvic inflammatory diseases") in a 33-year-old female patient who had essure (batch no. 689958) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("menstruation issues"), endometriosis ("endometriosis"), gastritis ("gastritis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysteroscopy,hysterectomy,salphingectomy, culdoplasty, oophorectomy, fulguration), surgery (hysteroscopy,hysterectomy,salphingectomy, culdoplasty, oophorectomy, fulguration), surgery (esophagastriduodenosocopy with biopsy) and surgery (esophagastriduodenosocopy with biopsy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic inflammatory disease, dyspareunia, menstrual disorder, endometriosis, gastritis, gastrooesophageal reflux disease, depression and anxiety outcome was unknown, the abdominal pain, menorrhagia and dysmenorrhoea had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, gastritis, gastrooesophageal reflux disease, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: small ovarian cyst. (B)(6) 2010: hysterosalpingography: there is opacification of the left fallopian tube with free spillage noted from the left fallopian tube. The essure device is not located within the left f allopian tube and is more in the midline probably in the region of the uterus. The right essure device is within the righe fallopian tube and the right fallopian tube is occluded. (B)(6) 2010: CT abdomen: nonobetructing left renal stones ranging in size from 1-3 mm. Calcified granulomata in the spleen. Moderate feces through the colon without obstruction. CT pelvis: the missing coil is within the central aspect of the uterus. 2 em left ovarian cyst. The right sided coil is in proper position within the right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, gastroesophageal reflux diseases, mild gastritis, dysmenorrhea, dyspareunia, moderate endometriosis, pelvic inflammatory diseases, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device to uterus') and pelvic inflammatory disease ('pelvic inflammatory diseases') in a 33-year-old female patient who had essure (batch no. 689958) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker. On (B)(6) 2010, the patient had essure inserted. It was removed on (B)(6) 2013. A new essure was inserted on (B)(6) 2010. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("menstruation issues"), endometriosis ("endometriosis"), gastritis ("gastritis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (esophagastriduodenosocopy with biopsy and hysteroscopy,hysterectomy,salphingectomy, culdoplasty, oophorectomy, fulguration). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic inflammatory disease, dyspareunia, menstrual disorder, endometriosis, gastritis, gastrooesophageal reflux disease, depression and anxiety outcome was unknown, the vaginal haemorrhage, abdominal pain, menorrhagia and dysmenorrhoea had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, gastritis, gastrooesophageal reflux disease, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain , bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: results: small ovarian cyst. Diagnostic results: (B)(6) 2010: hysterosalpingography: there is opacification of the left fallopian tube with free spillage noted from the left fallopian tube. The essure device is not located within the left f allopian tube and is more in the midline probably in the region of the uterus. The right essure device is within the righe fallopian tube and the right fallopian tube is occluded. (B)(6) 2010: CT abdomen: nonobetructing left renal stones ranging in size from 1-3 mm. Calcified granulomata in the spleen. Moderate feces through the colon without obstruction. CT pelvis: the missing coil is within the central aspect of the uterus. 2 em left ovarian cyst. The right sided coil is in proper position within the right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, gastroesophageal reflux diseases, mild gastritis, dysmenorrhea, dyspareunia, moderate endometriosis, pelvic inflammatory diseases, menorrhagia, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event vaginal haemorrhage was updated from unknown to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent vaginal hysterectomy due to complications). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.